Event description:
It was reported that during a cryo atrial fibrillation (afib) case, a pericardial effusion was noticed. The caller reported that the pericardial effusion was discovered when the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. The caller reported that the medical intervention provided was a pericardiocentesis and 350 ml fluid was removed. The patient was reported to be in stable condition. The physician's opinion on the cause of this adverse event was that it was attributed to the competitor's product during the procedure. The event occurred during cryoablation with medtronic cryoballoon. No bwi ablation catheter were opened or used. Pc-(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)